Event description:
It was reported that the pt underwent an arthroscopic anterior stabilization procedure using three speedlock knotless implants. During the procedure the physician attempted to drive the implant into the bone hole, however, the implant did not disengage from the inserter shaft. The physician was required to complete the procedure by drilling a new bone hole. The physician reported no pt injury or adverse effect.

Manufacturer narrative:
Reference mfrs reports: 2032380-2011-00143 and 00144.